Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl resulting in customer falling and sustaining bruising. Reportedly, customer delivered a larger bolus than the pump recommended for the amount of carbohydrates consumed. The customer required assistance from emergency medical technicians to treat bg level via intravenous dextrose. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). Reportedly, the customer required assistance to treat bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.